Manufacturer narrative:
DHR review for lot 8047612; was previously conducted for investigation (B)(4), which disclosed the following: lot was built and packaged on nfa line 2 from (B)(6) 2017 thru (B)(6) 2017. All required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed there were four non-related qn¿s initiated that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. No samples (unis) or photos were provided for observation and/or testing of this incident. Without units or photos provided for observation and/or testing of this incident the alleged defect of leakage at adapter tubing junction could not be identified or confirmed and a definite root cause could not be established.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.